Event description:
During ercp procedure, balloon tip broke off after retrieving stones; tip was lodged inside bile duct. Prior to ercp pt required to have operative cholecystectomy. At time of surgical procedure, unable to retrieve balloon tip. Post operatively, x-rays do not indicate retained balloon tip. Pt asymptomatic at this time.